Manufacturer narrative:
The peritonitis occurred on an unspecified date on (B)(6) 2016. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to a "hole in the tubing above the adapter" further clarified as a hole in the transfer set tubing. On an unknown date, the patient was hospitalized for the peritonitis event. The patient received unknown intraperitoneal antibiotics as treatment for the peritonitis event. At the time of this report, the patient was recovering from this peritonitis event. On an unknown date, the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Evaluation codes were added. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.